Event description:
The lead was electively explanted. Device analysis reveals j retention fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, femoral. Technique/tools: needle-eye. No complications.